Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of having kidney cancer, sinus, headaches, nausea, coughs and difficulty breathing/short of breath. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging kidney cancer, sinus, headaches, nausea, coughs and difficulty breathing/short of breath related to CPAP device's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for further evaluation. The manufacturer visually inspected the device. Unknown dust contaminant on the front panel, rear panel, bottom enclosure, blower, blower seal, and blower box. A keratin-like substance was observed on the blower box outlet. Dust-like contamination on the ui panel, the top enclosure, accessory module slot, the sd (secure digital) card slot of the pca (printed curcuit assembly), blower box, blower box cap seal, blower sk isloators, blower outlet seal, and the bottom enclosure. Additionally, there was dust-like contamination on the outside and inside of the blower motor. Black particle contamination, inconsistent with degraded sound abatement foam in the accessory module slot, the bottom enclosure and ui panel. Unknown white particle contamination on the blower box was observed. Potential no clean flux on battery holder of the pca. The manufacturer applied power to the device and verified the airflow. The device's downloaded logs were reviewed by manufacturer. The manufacturer found 2 error codes. The manufacturer has determined that they cannot directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device and no evidence of degraded sound abatement foam was found.